Manufacturer narrative:
The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device will not be returned for evaluation.  A review of the manufacturing documentation associated with lot 17173385 presented no issues during the manufacturing process that can be related to the reported event.

Event description:
It was reported that during a shunt percutaneous transluminal angioplasty (pta), a saber balloon was delivered to the lesion and inflated. However, the balloon ruptured at 5 atm during the initial inflation. The balloon was replaced with a new saber pta balloon and the procedure was completed successfully. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the shunt. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for evaluation. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the box, pouch, hoop or balloon sleeve. There were no anomalies noted when the device was taken out of the package. The device was prepped per the instructions for use (IFU). There were no anomalies noted during prep and the device prepped normally (i.e. Maintain negative pressure). There were no difficulties removing the product from the hoop or sleeve or from the protective balloon cover. There were no difficulties removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.